Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with hysterectomy for endometrial cancer. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that the patient experienced a complete loss of bladder control a week after the implant/procedure was done. It was reported that the patient underwent periurethral injections on (B)(6) 2006, (B)(6) 2006, and 2009-2010. It was reported that patient underwent surgery for bladder prolapse in 2012. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2006 and (B)(6) 2012 mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).